Event description:
It was reported that customer's insulin pump received excessive auto off error alarm. Customer's blood glucose was 175 mg/dl. Caller was assisted in turning off auto off feature. It was also reported that customer received a button error alarm. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.